Event description:
It was reported that the patient believed their device had depleted approximately ten years prior, but was "turning on and off." It was stated the patient had numbness and her "leg feels wooden," and the patient had stimulation down the back of her leg. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 3888-28, lot# n21823, implanted: (B)(6) 1994, product type: lead. (B)(4).